Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 14 cm distal to the is1 connector pin. The proximal lead fragment as well as a 46 cm medial lead fragment were returned. The shock coil was severed. The distal part of the shock coil as well as the lead tip were not available for analysis. An extraction tool was found inside the medial lead fragment. The available segment of the shock coil was severely deformed which most likely resulted from the extraction procedure. No further peculiarities were noted during the analysis of the available lead fragments. In particular the dc resistances of the received conductor fragments measured during the electrical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Approximately 16 months after the implantation shock impedance was greater than 150 ohms. The lead was explanted.